Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The report received stated that the tracheostomy tube was in the patient for five days, and a physiotherapist checked the cuff pressure and noted that cuff had deflated. The physiotherapist attempted to re-inflate the cuff but noted that this was not working. A nurse then removed the tracheostomy tube and placed a new tracheostomy tube in the patient.